Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bisphosphonate treatment, inadequate bone quality/quantity, mobility.